Event description:
When nurse opened tube feeding container it was noted that there were black particles floating in it. The product was not given to the patient but rather reported to our food and nutrition department. Upon checking our supply, it was discovered that there were black particles contained in the product throughout the lot number. The manufacturer was contacted and the product removed from our hospital. The manufacturer is reportedly testing the product for the contents. Diagnosis or reason for use: tube feeding.